Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure prior to use on patient. There was no patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
Corrected fields: (event site name, address and telephone #) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported issue; however he did see that errors stored in the system¿s diagnostic logs. Because the fse did not feel comfortable releasing the unit to the customer under these circumstances; he opted to replace the front end board to prevent any further calculation or communication errors, as the customer reported previously having multiple autofill and communication failure messages. The station pressure was calibrated when the board was replaced. The fse completed all diagnostic and calibration checks and found everything to be within tolerance. All performance tests were completed with no failures. The fse then approved the unit for clinical use and returned to the customer.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure, prior to use on patient. There was no patient was involved during this event. No adverse event was reported.